Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. After the alarm, the customer resumed insulin delivery and the remainder of the bolus was delivered. The customer's blood glucose (bg) was not impacted during one event and the customer could not recall if the bg level was impacted during another occlusion. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.